Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous, during use on a patient, the insulation on the tips of isocool forceps peeled off. There was no reported harm / delay.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the returned isocool tips revealed excessive use and debris throughout. The coating was worn/scratched and chipped. The exact root cause of coating damage could not be verified. However, the condition of these tips suggest that tips were used multiple times resulting in coating wear/damage. However; this could not be verified. These tips are single use only, multiple uses and/or sterilization cycles can result in coating defects such as those found on these tips. The engagement plugs were intact and anomaly free. We will continue to monitor for this or similar complaints for this product code and lot number. The complaint of "the insulation on the tips of isocool forceps peeled off" was confirmed and is consistent with improper and excessive use resulting in coating defects. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.